Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to "cuff induced urethral atrophy" the patient had his artificial urinary sphincter (aus) cuff removed and a new cuff downsized and implanted.